Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the patient had went to the emergency room as they heard an audible alert and were feeling light headed. It was observed that a lead integrity alert was triggered due to the sensing integrity counter (sic) and lead impedance variation on the right ventricular (rv) lead. There was noise noted on stored vt-ns (ventricular tachycardia-nonsustained) episodes and a recent jump in impedance as well on the rv lead. The rv lead was explanted and replaced. Additionally, it was reported that there was an over/under-sensing issue with the atrial lead, as there was low p-waves and far-field r-wave sensing. It was noted that the patient had chronic afib (atrial fibrillation). Therefore, the atrial lead was programmed off. No further patient complications have been reported as a result of this event.